Event description:
Ous MDR - after an implantation time of about 72 months, it was reported that the ICD could no longer be interrogated. During the revision op, it was noted that the lead was torn off the ICD, which had happened in the section between shock coil and lead bifurcation. ICD and lead were explanted and returned to biotronik for analysis. Complications during the op were reported.

Manufacturer narrative:
The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. The memory content of the device could therefore not be read. In a next step, the ICD was opened, and the internal structure was examined. Damage to the fuse that separates the battery from the electronic module and to the final shock stages was detected. These damages are with high probability the result of a shock delivery into an external low-ohmic shock path. Due to the damage to the module, the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damages to the lead insulation, which lead to a low-ohmic contact of the high-voltage lines. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error.